Manufacturer narrative:
Concomitant products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 399930, lot# v013786, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
The consumer reported that nine days prior to the report they experienced pain. The patient did not experience any trauma or falls, but reported a CT-scan, x-ray, and echocardiogram as being possibly related to the issue. Pain in the right leg was reported and considered to be sudden onset. The patient also reported the implantable neurostimulator (ins) being more pronounced at the ins site since their replacement on (B)(6) 2014. Stimulation was turned off to troubleshoot the issue, but no outcome was reported. Follow-up is being conducted to obtain this information. Indication for use was reported as spinal pain.

Event description:
Additional information received from the consumer reported that they call their health care provider and didn't hear back from them until five days later. By that time the patient had tried to move the battery and the pain subsided. The patient "just tried to walk it out of me" referring to the pain and also tried to stay off of her leg and it resolved. The patient also noted that it was very painful even when lying in bed.